Event description:
It was reported that a spectrum pump had a failed upstream occlusion. The pump did not go into an upstream occlusion alarm prior to the infusion complete message (rate = 100 ml/hour volume to be infused=13.3 ml) during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a failed upstream occlusion during preventive maintenance was not reproduced. Evaluation observed that the pump passed flow line testing for upstream occlusions. A review of the event history log revealed multiple upstream occlusion alarms. However the event history log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification upstream sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.